Event description:
It was reported that during a thr procedure device broke. No delay. No revision surgery performed. Backup device available. No injury or impact to patient reported. No pieces fell into patient.

Manufacturer narrative:
The associated complaint device was returned for evaluation, unfortunately the product fell out of the package and was lost in transit. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.